Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 50mm diameter abdominal aortic aneurysm. The terminal aorta was narrow. The right iliac artery was 7x8, 8x10, 8x10, 12x12, 10x11, 11x12, 12x13mm in diameter from proximal to distal. The left iliac artery was calcified and measured 8x10, 8x11, 8x9, 8x8, 7x8 (circumferential calcium), 10x10 and 11x11mm in diameter from proximal to distal. However, it was reported that, approximately 22 days post procedure, the patient presented emergently with pain in the left leg. The CT showed thrombotic occlusion of the left leg. It was reported that at the area near the terminal aorta, both limbs of the stent graft had expanded unevenly resulting in thrombotic occlusion to the left limb. A femoral-femoral bypass was performed on the same date. Blood flow was restored to the left leg and the event is now resolved. The physician reported that the event was caused by patient anatomy having a rather narrow terminal aorta with calcification. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Internal film review: the exact cause of the left limb occlusion could not be determined form the limited films provided. Complete pre and post-implant CT¿s were not available for a more complete assessment of the patient¿s anatomy and extent of the event, and angiograms during implant and the reported event were also not provided and the blood flow dynamics could not be assessed. A returned pre-implant planning drawing noted a calcified and small distal aorta ~18mm in diameter. A single post-implant transverse CT slice was also returned. No scale was visible on the films; therefore, no stent graft or vessel measurements could be made. The precise location of the slice could not be determined, but appeared most likely to be sectioned across the distal aorta as two limbs were seen in close contact with each other and the aortic wall. The limb on the anterior aorta was patent and was essentially circular. However, the adjacent limb on the posterior/left aorta was occluded and appeared compressed nearly flat to ~1/3 the diameter of the patent limb. It ap pears likely that limb compression caused by implanting within a small and calcified distal aorta contributed to the limb occlusion. This may also have been caused by a patient condition: poor distal runoff, an unknown coagulopathy that is now presenting, or a p revious history of pad. If information is provided in the future, a supplemental report will be issued.